Manufacturer narrative:
The device was returned to zoll medical singapore. During the investigation it was noted that based on the evaluation and successful testing, the device is considered to be functioning as expected. The claim will be closed as no fault found. The user was advised to check the condition of the pads. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" and "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.